Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event on or about (B)(6) 2008 and subsequently expired that same day, after the use of the product.